Event description:
It was reported that prior to surgery, the transducer was bad, and the surgery was continued by "hand pumping". This resulted in excess pressure in the knee joint. There were no reported measurements made of the joint pressure, and there were no injuries to the pt.